Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No unexpected off no power alarms were noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power before and after a battery change. The customer's blood glucose reading was 129 mg/dl at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alarm. The customer was also advised that the device would be replaced and to return the product for analysis.